Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary : no device associated with this report was received for examination. A search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : product code 121701052, finish good work order (B)(4) was manufactured on 10-nov-2020. (B)(4) parts were manufactured per specification and all raw materials met specification. Scrap: 2 parts from this lot were scrapped at the unload clean & passivate process step, for scrap reason code a603: ¿step od (outer diameter) visual¿. The outer diameter for all parts processed at the unload clean & passivate process step are 100% visually inspected as per tm-101192 rev 4 (test method for the pinnacle cleanline and passivate steps.) All scrap parts were removed from lot 9588496 as per scp-csop0619 scrap procedure, therefore there is no correlation with the complaint failure mode. Reprocessing: there was no material reprocessing reports (mrr) associated with this lot. Non-conformance: there were no non-conformances associated with this lot. This lot is not part of field action bounding for CAPA-010284. Expiry date: 31-october-2030. IFU reference: 090200701. Product code 121701052p, issued foundry casting work order (B)(4) was manufactured on 20-aug-2020. (B)(4) parts were manufactured per specification and all raw materials met specification. Scrap: there was no scrap associated with this lot. Reprocessing: there was no material reprocessing reports (mrr) associated with this lot. Non-conformance: there were no non-conformances associated with this lot. Product code 121701052p, issued foundry casting work order (B)(4) was manufactured on 20-aug-2020. (B)(4) parts were manufactured per specification and all raw materials met specification. Scrap: there was no scrap associated with this lot. Reprocessing: there was no material reprocessing reports (mrr) associated with this lot. Non-conformance: there were no non-conformances associated with this lot.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: product code 121701052, finish good work order (B)(4) was manufactured on 10-nov-2020. 8 parts were manufactured per specification and all raw materials met specification. Scrap: 2 parts from this lot were scrapped at the unload clean & passivate process step, for scrap reason code a603: ¿step od (outer diameter) visual¿. The outer diameter for all parts processed at the unload clean & passivate process step are 100% visually inspected as per tm-101192 rev 4 (test method for the pinnacle cleanline and passivate steps.) All scrap parts were removed from lot 9588496 as per scp-csop0619 scrap procedure, therefore there is no correlation with the complaint failure mode. Reprocessing: there was no material reprocessing reports (mrr) associated with this lot. Non-conformance: there were no non-conformances associated with this lot. This lot is not part of field action bounding for CAPA-010284. Expiry date: 31-october-2030. IFU reference: (B)(4). Product code 121701052p, issued foundry casting work order (B)(4) was manufactured on 20-aug-2020. 10 parts were manufactured per specification and all raw materials met specification. Scrap: there was no scrap associated with this lot. Reprocessing: there was no material reprocessing reports (mrr) associated with this lot. Non-conformance: there were no non-conformances associated with this lot. Product code 121701052p, issued foundry casting work order (B)(4) was manufactured on 20-aug-2020. 10 parts were manufactured per specification and all raw materials met specification. Scrap: there was no scrap associated with this lot. Reprocessing: there was no material reprocessing reports (mrr) associated with this lot. Non-conformance: there were no non-conformances associated with this lot.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Intraoperatively the hole eliminator did not stop in the cup´s hole as it should. It was possible to screw the hole eliminator too deep. It now shows up prominent at the cup´s dome in x-ray. Unknown side, initial surgery. No surgical delay reported.